Manufacturer narrative:
(B)(4). The manufacturer is aware of a similar complaint showing a similar malfunction. This similar event occurred at the same hospital. The investigation of this similar complaint is still pending.

Event description:
"Customer found two sets were filter pall al3 was conversely mounted. Sets weren't used." (B)(4).

Manufacturer narrative:
Investigation has been performed in our laboratory. The filter has been inspected visually and it was found that the filter has been installed incorrectly. Additionally, the received complaint has been investigated by maquet cardiopulmonary (B)(4). Thereby a device history record of the reported lot has been investigated and no abnormality was found. Based on the received picture the reported failure could be confirmed by maquet (B)(4). The most probable cause was determined as a failure caused by a operator mistake. As a corrective action a training has been performed with the explanation of the assembly of the filter. Furthermore the operators of maquet (B)(4) have been informed about the complaint. Additionally, a review for similar complaints for the specific product has been performed and no similar incident with a failure confirmed was found. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
Ref.: #(B)(4).